Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 416 mg/dl. Customer reported symptoms of nausea and abdominal pain. Customer has been using the insulin pump system within 48 hours of reported high bg event. Customer has not been using auto mode/smartguard feature active at time of high bg event. Customer treated with manual injection. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer alleging possible insulin pump was under delivery because was getting too much high blood glucose readings. The insulin pump will be returned for analysis.